Event description:
S1 denali mi screw broke approximately two months post-operatively. Patient was revised.

Manufacturer narrative:
The device was not made available to the manufacturer for analysis. X-rays have been provided and reviewed. Unfortunately, due to the limited information available, no firm conclusions can be drawn regaind a possible cause of the fracture. The manufacturer will continue to monitor its data for similar experiences. Device not returned to company for eval.